Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins was interrogated 2 weeks post-op to turn stim on for the first time, as per protocol with the facility. During an impedance check, electrodes 14 & 15 showed avoid use. The device was programmed around them, so they were not currently in use. The cause was unknown. The issue was resolved at the time of report. No symptoms were reported.